Event description:
On 11/18/1997 following a coronary angiography procedure, an angio-seal device was placed without complication. Approximately two weeks following device deployment, the pt underwent a peripheral angiogram which identified thrombus in the superficial femoral artery, distal from the puncture site. The pt was placed on anticoagulants (lysis) from 12/02/1997 through 01/15/1998 without resolution of the thrombus/blockage. On 02/02/1997 the pt had the thrombus surgically removed. As of 04/13/1998 there has been no further report of complication or pt sequelae made to the MFR.